Event description:
Customer reports: there was a problem with the green device on the probe because it did not affix well to the guide wire. When it was released it perforated the nurse technician.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Comment - the customer stated that the device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported customer complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No photographs or product sample/s were provided for evaluation therefore the reported condition could not be confirmed. The root cause and corrective actions could not be identified without a sample evaluation. The current processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Based on the available information a formal corrective action is not required at this time.